Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that a motor stall was seen at initial interrogation. The first stall occurred in june, but recovered on its own. It then stalled again. It was noted that the patient had no withdrawal symptoms. A critical alarm was activated and the readout indicated a motor stall and stopped pump may exceed tube set. No recovery was indicated. The pump was replaced on (B)(6) 2016. The pump was close to eri, so the doctor preferred to take it out as soon as possible. No rotor or dye study was performed. No patient injury was reported and the patient recovered without sequelae.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. As per the pump¿s log, the following medications were being administered as of (B)(6) 2016: bupivacaine (concentration: 20.0 mg/ml, dose rate: 4.995 mg/day), clonidine (concentration: 250.0 mcg/ml, dose rate: 62.44 mcg/day), and baclofen (concentration 75.0 mcg/ml, dose rate: 18.732 mcg/day). The pump logs also revealed the following: motor stall on (B)(6) 2016 followed by motor stall recovery on (B)(6) 2016, motor stall on (B)(6) 2016 followed by motor stall recovery on (B)(6) 2016, motor stall on (B)(6) 2016 followed by stopped pump period may exceed tube set on (B)(6) 2016, and motor stall recovery on (B)(6) 2016 note ¿ the previously applied results code no longer applies. The previously applied conclusion code was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.